Manufacturer narrative:
The user experienced severe hypoglycemia requiring emergency medical treatment while on ilet therapy. Severe hypoglycemia can result in acute neurologic impairment requiring medical intervention and is consistent with the reported treatment with IV therapy. The user reported initially announcing meals for cereal and cookies, subsequently experienced hyperglycemia, and then entered multiple additional meal announcements in an attempt to correct elevated glucose levels. The user reported not performing a supply change while experiencing the hyperglycemic event. Following the multiple meal announcements and resulting insulin delivery, the user experienced severe hypoglycemia with a reported blood glucose level of 41 mg/dl. Based on available information, the event was attributed to use-related factors involving the use of meal announcements for glucose correction. No device malfunction was alleged or identified. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hypoglycemia with blood glucose (bg) levels reported as low as 41 mg/dl following multiple meal announcements used to correct hyperglycemia. The user was treated in the emergency room with IV therapy and discharged the same day. No long-term health effects were reported.